Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer reported that the ventilator will not power on using ac power. The customer reported there was no patient involvement.

Manufacturer narrative:
Follow-up repair information; the field service engineer (fse) replaced the power supply to address the reported problem.